Event description:
The customer was hospitalized for low blood glucose levels. The customer had been under a lot of stress and had also changed her diet under her kidney specialist's suggestion. All programming was correct on the insulin pump, except the time had not been adjusted for daylight savings. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.